Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr replaced the gde (gas delivery engine), reseated all connections, and characterized the exhalation valve. The unit passed all tests and met specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator is with error code circuit occlusion. At this time, there is no information about patient involvement.